Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, a 5f exoseal vascular closure device (vcd) did not function as intended. The plug could not be released, so hemostasis was achieved using manual pressure. There was no reported patient injury. The operator was trained in the use of the device. The exoseal vcd was stored and prepared in accordance with the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped. There were no visible signs of device or package damage prior to use. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white position. No additional anomalies were observed during this visual analysis. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving indicator wire retraction and the expected plug deployment. The indicator window black/white/red position was also obtained. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18454454 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device as the deployment lever was able to be depressed with full plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability of the plug release reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) did not function as intended. The plug could not be released, so hemostasis was achieved using manual pressure. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot 18454454 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) did not function as intended. The plug could not be released, so hemostasis was achieved using manual pressure. There was no reported patient injury. The operator was trained in the use of the device. The exoseal vcd was stored and prepared in accordance with the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped. There were no visible signs of device or package damage prior to use. Other procedural details were requested but were not provided. The device will be returned for analysis.